Event description:
It was reported the videoscope connector was clogged with mineral deposits. The issue was discovered during device service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
B3: date of the event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.